Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post-implant, the patient's system was explanted due to infection and possible vegetation on the right ventricular (rv) lead. The organism was confirmed to be veillonella dispar and antibiotic treatment was administered. No further patient complications have been reported as a result of this event.